Event description:
The customer was hospitalized for high bgs. Bgs were high for a week prior to their hospitalization. The customer has been on the pump for two weeks. The customer was treated with a bolus from the pump and a long acting injection of insulin. It was stated that the customer's spouse called back to troubleshoot the pump. The spouse stated that they reset the time and date previously when the pump had a battery alarm. The basal rates could not be verified due to the same alarm. Pump passed the testing. Advised the customer to discontinue the use of the pump and reverted to back up plan.